Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function. ¿when using the air/water button¿: ¿1. Cover the air/water button hole with your finger¿. ¿12. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had poor air/water supply issue. The issue was found during a therapeutic procedure and it was completed with the same device. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: address - line 1: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air and water supply volume and the water removal ability did not meet standard value due to clogging of the nozzle. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the objective lens and control unit had discoloration. The scope connector was shaved and the adhesive on the bending section rubber had a chip. The image had a partial dark area due to dirt on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.